Manufacturer narrative:
Concomitant medical products: product ID: 3708320: serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 389033, lot#: j0519164v, implanted: (B)(6) 2005, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they no longer were receiving stimulation down their left leg. The device was interrogated and an impedance check found contacts 0 and 2 were showing greater than 10000 ohms. No factors beyond normal use were known to have contributed to the issue. Replacement was discussed and the patient was given programming around the impedances. It is unknown if the issue was resolved at the time of the report. The indication for use was spinal pain.